Event description:
According to the reporter, on (B)(6) 2025, a total gastrectomy surgery was performed. A few days later, the patient experienced abdominal pain and felt unwell. An exploratory laparotomy was performed on (B)(6) 2025, during which it was discovered that the second stapling from the gastrectomy surgery was open. The patient was readmitted to the hospital.

Manufacturer narrative:
D10 concomitant product: gia8038sbr, grampeador gia dst 8038s (lot#2441864g). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.